Manufacturer narrative:
(B)(4).

Event description:
It was reported that a magnet was not utilized during a leg procedure, and the device delivered an inappropriate shock therapy. The patient was stable and in good condition.